Manufacturer narrative:
(B)(4)

Event description:
New information received states r-wave sensing amplitude had declined after the device was reprogrammed. Lead replacement was completed. No procedure was completed to the device. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, post-sensed t-wave oversensing was observed on the ventricular channel. Programming changes were made.